Event description:
It was reported that a perforation occurred. A greenfield vena cava filter was implanted on (B)(6) 1983. A jugular approach was used to obtain access, and the top of the filter was positioned in the middle of the t12 suprarenal. A computed tomography (CT) scan performed on (B)(6) 2025 revealed that the filter struts were sticking out and bothering the patient's pancreas and small intestine. The patient has planned surgery to remove the device.

Manufacturer narrative:
D4 lot number and catalog number were provided by the patient, but the information could not be verified: lot number h311a and catalog number 2846. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.